Manufacturer narrative:
Delayed wound healing is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of a user experiencing prolonged wound closure. The steri-strips were removed on (B)(6) 2026, after which the user observed drainage, redness, and pain at the site, although the sensor was not visible in the incision. The user's healthcare provider was not aware of the issue, and the user was advised to follow up for further medical evaluation. Despite the symptoms, the data management system confirmed the system remains in use with up-to-date data. As a result of the event, the user requested the sensor be removed.